Manufacturer narrative:
(B)(4) bands deployed prematurely. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first and second bands were released at the same time. The device was then removed from the patient and the procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use. A visual examination of the device found that the suture was intact and attached to the ligator head and trip wire loop. All seven bands were present on the ligator head with the first five bands moved out of position. It was noted that the ligator teeth were damaged, which was likely due to procedural factors. The trip wire was cut apart and the proximal portion had been removed from the handle assembly and was not returned, which was most likely cut to facilitate removal from the scope. The handle assembly slot presented evidence that the trip wire had been secured prior to evaluation. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard. No issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damaging the teeth as seen in this device, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first and second bands were released at the same time. The device was then removed from the patient and the procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.